Event description:
Device issue: labeling, time noted: during prep, symptoms / ae: na. It was reported that during preparation of a fox sv balloon, the outer package indicated compatibility with a 0.018" guide wire; however, the device's manifold was labeled 0.035". Reportedly, the device was used with a 0.018" guidewire without any adverse effects. Although requested, there was no additional information provided.

Manufacturer narrative:
The device was not returned to abbott vascular for analysis; however, a photograph was received in which it was noted that 0.035" was printed on the manifold. A corrective action / preventive action (CAPA) investigation was completed with the root cause determined to be a non-adherence to line clearance. No other reports for this issue have been received. Available stock was checked and no issues were found. Corrective action has been implemented. Clinical evaluation was completed with the conclusion that no patient effects is expected from this non-conformity.